Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to successfully complete each procedure. There was no impact to any patient. Additional information is not available for this report.